Manufacturer narrative:
The health professional used the box in which the defect occurred so no eval of the same product has been conducted. Other testing and validation of newly produced product and retains are currently in process.

Event description:
Pellet fell off the nipple marker which was used on a pt's mammogram. The nipple marker did not image and the mammogram had to be repeated with a replacement nipple marker with an affixed pellet.